Event description:
It was reported that shortly following a normal deep brain stimulator (dbs) ipg replacement procedure, the patient experienced an infection at the newly implanted ipg site. The patient underwent an ipg explant procedure and has fully recovered postoperatively. The explanted ipg will not be returned for analysis because it was discarded by the medical facility.